Event description:
The user facility reported that the angio-seal device did not seal. There was no harm reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, not provided d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: unknown h4: device manufacture date: unknown due to unknown lot number the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record could not be completed due to the lot number being unknown.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).